Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient programmer (pp) would not interrogate. The caller reported they could not get the pp to work. Patient services asked caller to use the pp to sync with the implant. The caller said they don't use pp, and pp screen was showing error launching, dvr error, and error 4300 launch. The caller said patient was not feeling the implant working, and the patient has implant on (B)(6). A replacement pp was sent to the patient. The patient reported at a later date that the circumstances that led to not feeling the ins working was the batteries were not working. They did not have a change in activity or health issues. To resolve not feeling the ins working, the patient called the manufacturer to get a replacement programmer. The replacement of the programmer did not resolve not feeling the ins working and the error codes. The patient made an appointment with their doctor and had the battery pack replaced two weeks later. The patient reported they met with a manufacturing representative again, so they could be reprogrammed properly. No further complications were reported/anticipated.